Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer. No add'l service info was provided.

Event description:
The customer reported interlock error messages at boot up (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.